Manufacturer narrative:
.

Manufacturer narrative:
Correction initial reporter address.

Event description:
The customer reported that during an infusion of dopamine at 3mcg/kg/min there were two instances of rapid rises in blood pressure with no obvious causes. In both instances, the dopamine was paused to allow the bp to taper back to normal. There were no reports of lasting effects.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.